Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for a fill complication during fill 1. The alarm was cleared and the cycler then alarmed for air detected in the cassette. The alarm could not be cleared. Treatment was discontinued. When removing the cassette fluid was found to be leaking. The patient was advised to follow up with the nurse. The cassette was discarded. During follow up the patient's nurse reported there was no adverse event associated with the leak. The patient was not prescribed any antibiotic.